Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ the following sections could not be completed with the limited information provided. Date of event - unknown, date explanted - unknown. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-04209 / 04210).

Event description:
Patient's legal counsel reported patient underwent left total hip arthroplasty on (B)(6) 2012 and right total hip arthroplasty occurred on (B)(6) 2013. Legal counsel reports patient allegations of pain, swelling, inflammation, damage to surrounding bone/tissue, lack of mobility, loss of range of motion, and elevated metal ion levels. It is alleged that the patient underwent multiple revisions on unknown dates. Legal counsel further reports patient underwent revision procedures on unknown dates. Review of invoice history indicates the left total hip arthroplasty was performed on (B)(6) 2012. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.